Event description:
New information received notes that the lead was not capped as previously reported. Lead remains implanted and active.

Manufacturer narrative:
Required intervention to prevent permanent impairment damage (devices).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an externalized conductor was observed. No electrical anomalies were noted. Lead was capped and replaced.